Event description:
It was reported that: the patient experienced extrusion to the urethra of the artificial urinary sphincter device. A revision surgery is expected to control the urinary incontinence. Boston scientific has been unable to obtain additional information regarding the circumstances.